Event description:
It was reported that the 9800 system x-ray grid on the image intensifier was damaged causing poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray grid and the image intensifier were replaced during the svc call. The system was tested, and found to be working as intended, and put back into service.